Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of tears/rips/holes/sep dev matrl. Additionally, an image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe damage on the sheaths distal tip. The review of the image confirmed the reported allegation. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of tears/rips/holes/sep dev matrl is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of tears/rips/holes/sep dev matrl and supporting evidence that came to this conclusion. Boston scientific investigation findings were unable to establish a clear conclusion about the cause of the reported event. Media confirmed damage on the sheaths distal tip. The device has not been returned to bsc for analysis at this time. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the atrial fibrillation with farapluse faradrive steerable sheath was selected for use. It has been mentioned that when going transseptal it was noticed that there was a hole in the edge of the distal sheath on the black part. The hole was not seen upon opening the package. The procedure was completed successfully using another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed, it was further reported that the hole was observed when the sheath was removed from the body and the dilator had been in it. The sales rep is unsure if there was any leak observed. Media provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation with farapluse faradrive steerable sheath was selected for use. It has been mentioned that when going transseptal it was noticed that there was a hole in the edge of the distal sheath on the black part. The hole was not seen upon opening the package. The procedure was completed successfully using another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed,

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation with farapluse faradrive steerable sheath was selected for use. It has been mentioned that when going transseptal it was noticed that there was a hole in the edge of the distal sheath on the black part. The hole was not seen upon opening the package. The procedure was completed successfully using another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed, it was further reported that the hole was observed when the sheath was removed from the body and the dilator had been in it. The sales representative is unsure if there was any leak observed. Media provided for review.